Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh29 instrument staples malformed. The surgeon put some overstitches to complete the case.